Event description:
Information received a smiths medical cadd-legacy duodopa 1400 pump was reporting ongoing issues with toes curling up and taste of medication in mouth. It was then reported the pump was stopped for two hour and symptoms resolved . The concern for over delivery, this file is considered reportable, for medication in high doses can cause complications but mostly concerned with cardiovascular system and hypotension in high doses. Patient requested replacement pump and this was initiated.

Manufacturer narrative:
Device evaluation: returned device was received with ingression around the dso and uso seals. No evidence of reported problem in event log was found. During the evaluation of the device, the reported "fails accuracy" problem was not duplicated. Test results were all within the internal spec of +/- 3.0%. No fault found . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.